Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead impedance was high. The lead polarity was reprogrammed, and normal impedance was seen. The lead is still in use. No patient complications have been reported as a result of this event.